Manufacturer narrative:
(B)(4).

Event description:
Procedure: demo. According to the reporter: after a defective device was opened at one of my accounts, we opened another one (pco4vp lot number rne9997) and the barrier did the same thing. It was very brittle and snapped off by touching it. There was also a very large piece that cracked off. It was very brittle. I opened several of my demo pieces and some were far more brittle than others and really "cracked" when touching them. Some were fine. The following samples will be sent in for evaluation: pco4vp lot number rne9997 pco4vp lot number pnj0295 pco4vp lot number pnk0116 pco6vp lot number pnj0282. After the incident at the hospital I wanted to check my demo products and all of the above came from my demo. They may have been subjected to very cold temperatures either in transit to me or in my trunk and I am curious if this has anything to do with the "brittleness" of them.